Event description:
It was reported that on (B)(6) 2014, a supera stent was successfully implanted in the superficial femoral artery lesion. On (B)(6) 2015, an angiogram was performed and re-stenosis was noted. Reportedly, the patient was compliant with aspirin and plavix. Balloon angioplasty was performed, successfully restoring blood flow. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.